Manufacturer narrative:
(B)(4). Investigation: the needle line was returned and investigated by caridianbct. Clotting was apparent at the tube adjacent to the needle. The disposable tubing and needle did not exhibit any occlusions and the flow through the needle was satisfactory. Rdf's (run data files) were reviewed by a caridianbct engineer and concluded that the issue could have been caused by movement of the needle within the donor's arm. DHR: a review of the disposable manufacturing records for this lot was conducted. The product met all acceptance criteria for release. Root cause: root cause of this event is most likely related to a phlebotomy issue or movement of the needle within the donor's arm. Conclusion: device operated as intended.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. The following incident description was provided to caridianbct quality assurance: once during a trima procedure, there was defective flow and coagulation in the needle after 18 minutes. The collection was stopped. The donor is fine.